Event description:
It was reported by service report that the cot will go down when the aux lock is on and the handle is squeezed with excessive force. The customer could not determine whether there was pt involvement, however no adverse consequences are reported.